Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. A golden power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The patient reported exposed and frayed wires of the power supply box cord. The power supply box and cords were replaced and there were no adverse consequences reported by the patient.